Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 355024, lot# n331866, implanted: 2012 (B)(6); product type accessory product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was initially reported that patient's ins (implantable neurostimulator) had never been set correctly since implant. She had been programmed four or five times, and she felt stimulation in her kidney on the right side but needed stimulation on her left side. It was later reported that her ins unit had moved and she couldn't find it/synchronize with it. The patient noticed this 1 month prior to the report. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.